Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv leads impedance had been steadily increasing in bipolar and had safety switched from bipolar to unipolar about (B)(6) 2021. Bipolar impedance was 1400 in (B)(6) 2020, then 1700 (B)(6) 2021 then 2000 (B)(6) 2021. Unipolar was 511 ohms. A fracture is suspected. The lead was replaced.